Manufacturer narrative:
Result: damaged motion interrupt pan and footboard modules.

Event description:
It was reported by service report that the footboard control modules and the motion interrupt pan were damaged. It is unknown if there was patient involvement or adverse consequences to report.